Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and broken glass came out from the topical skin adhesive prior to using on the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.